Manufacturer narrative:
The device was returned in a very dirty condition. The shim was returned with the device. The shim had detached from the forcep arm without the power cable. There was very good adhesive coverage on the underside of the shim insulator. There is good residual adhesive on the jaw of the forceps, also. Adhesive bond failure was found between the forceps and the shim. The complaint is confirmed, there was adhesive bond failure between the shim and the forceps jaw.

Event description:
During an lavh procedure, the surgeon noticed that the shim had detached from the open forceps and fallen into the patient. The shim was recovered without patient harm. The surgeon completed the case as normal, as the open forceps were no longer needed.